Event description:
Baxter reported that the "welding on (the) cassette is leaking. Reportedly, the leak was noted after therapy had been completed and no alarm was received. No pt injury or medical intervention was associated with this incident.